Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). 316 lifetime v-sic occurred since (B)(6) 2013. Five lead failure predictor episodes of <(><<)> 220 milliseconds v-v cycle are recorded between (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and abnormal lead impedance. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum ventricular pace impedance rises from an approximate baseline of 425 ohms to greater than 4000 ohms on (B)(6) 2013.

Event description:
It was reported that a lead integrity alert (lia) triggered for high impedance and non-sustained high rate episodes on the right ventricular (rv) lead. Upon interrogation, there was high impedance in the bipolar tip to ring configuration, with a stable normal impedance tip to coil. Fracture was suspected. The physician elected to reprogram the lead tip to coil for pacing and sensing. The lead remains in use with continued monitoring with regular remote transmissions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : a 511211 competitor implantable pacing lead (B)(6) 2006; a dtba1d1 implantable cardioverter defibrillator (ICD ): (B)(6)  2013. (B)(4).